Event description:
It was reported that during an afib ablation procedure, a pericardial effusion occurred and the patient's blood pressure went low. A pericardiocentesis was attempted and it was unsuccessful. A soundstar catheter, ez steer thermocool nav bi-directional catheter, cool flow pump, stockert 70 system, and carto xp system were involved. The catheters will not be returned.

Manufacturer narrative:
Upon follow-up with the customer facility, some additional information was received. While in surgery, the patient was given more fluids, pericardiocentesis was tried, and then the patient was transferred to the operating room. The patient's current condition is stable. According to the facility, bwi equipment did not cause this failure. There are no significant health related problems that could amount to this failure. This event is most likely procedure related. The customer has disposed both the catheters involved in this procedure. As a result, bwi is unable to perform any additional analysis. If the catheters are returned to bwi in the future, an analysis will be performed and a supplemental will be submitted. Concomitant products: carto xp system, us catalog # m470001, (B)(4). Stockert 70 system, us catalog # s7001, (B)(4). Cool flow pump, us catalog # cfp002, (B)(4). Ez steer thermocool nav bi-directional catheter, us catalog # bni75tcdfh, lot # 15095212. (B)(4).